Event description:
It was reported that a sigma pump alarmed an unknown code when using with the clearlink vented nitro set during infusion. It is unknown if there was patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.